Manufacturer narrative:
Date of initial report: 2017-04-24. The sample has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the string broke off and the sponge became lodged in the patient airway. The sponge part was retrieved from the patient. No patient injury occurred.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: (B)(6) 2017. The reported condition was not confirmed. The incident sample was not returned for analysis; however, a case of unused product from the same lot number was returned for evaluation. Visual inspection of the returned product found no defects. Testing of the returned product found the product to meet specification. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the string broke off and the sponge became lodged in patient airways. The sponge part was retrieved from the patient. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.